Manufacturer narrative:
Results of investigation: the navio camera part number 200027 s/n (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0002 rev c. The reported problem was confirmed. The illuminator fault error led was present when the camera was plugged in. The aak assessment was able to be performed and failed with a value of 0.40mm. The camera event log was evaluated. The event log shows the camera has thrown numerous illuminator fault errors beginning (B)(6) 2020. The event log is attached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿display or visual feedback problem¿ and "system hardware fault" and "functional - system hardware fault" identified 50 similar events between 9/21/2017 to 9/21/2020. The most likely cause of this event is an electrical failure of the illuminator board. The camera is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a navio procedure, the camera start to show orange led, and warning message appeared on the screen, telling that camera has no full functionality and reduced field of view (infrared). The surgery was completed with the same device with a minimum delay (less than 30 minutes). This is the first of four incidents. No other complications were reported.